Event description:
Cord clamp applied after delivery. When rn was in with patient, infant was breast feeding, and rn noticed that cord was bleeding (very mild, oozing). Rn assessed cord and found cord clamp to have come un-clamped. Rn replaced it with a new clamp. No significant bleeding from cord or injury to patient. Manufacturer response for umbilical cord clamp, (brand not provided) (per site reporter). Both manufacturers were medline and guard rfid solutions made aware of events. Guard rfid sent 10 sample clamps that they sell for use with the umbilical security tag.